Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition of less than two seconds. It was noted that the patient had been experiencing some dizziness. The patient underwent a revision procedure in which the rv lead was surgically abandoned and a new lead was implanted, which remains in service. No additional adverse patient effects were reported.